Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 200 mg/dl and diabetic retinopathy. Customer was treated with emergency laser eye surgery and was released from the emergency room 2.5 hours later with no permanent damage. Tandem technical support offered to perform a system check on the pump and customer declined. Customer alleged that the pump did not function as intended, however, a root cause was unable to be determined. In addition, it was reported that the pump time was inaccurate by 7 minutes, cause was unknown. Customer corrected the time to resolve the issue.